Event description:
Corrected event description: it was reported that, when powering on, a 980 ventilator generated a power on self test (post) failure code. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, when powering on during installation, a 980 ventilator generated a power on self test (post) failure code. The device was available for evaluation. The service personnel (sp) inspected the device and found a post failure diagnostic code. The sp replaced the direct current (dc)-dc printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. The dc-dc pcb was returned for analysis. A visual inspection was carried out and it was observed that there were signs of thermal damage to the capacitor reference designator c83. Preliminary testing of the pcb revealed that there was a resistance reading of 1.2 ohms (short circuit) across capacitor reference designator c83. The cause of the event was isolated to the thermally damaged c83 capacitor on the dc-dc board. There is an existing internal investigation related to this issue. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported . The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when powering on during installation, a 980 ventilator generated a power on self test (post) failure code. The ventilator was not in use on a patient at the time of the reported event.